Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data received 1/15/2013. Data does not confirm intermittent out of range/antenna icon occurred during time frame (B)(6) 2013. Product return received for transmitter. Data evaluation and product investigation concludes there is no defect found. Device operated within specification.